Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated.

Event description:
The following information was reported via article titled: absorb bioresorbable vascular scaffold vs. Everolimus-eluting metallic stent in small vessel disease: a propensity matched analysis of compare ii, rai, and maasstad-absorb studies. It was reported through a research article identifying [absorb and xience v] that may be related to the following: death. Specific patient information is documented as unknown.